Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional(hcp) reported that the patient was injected with juvéderm® volux¿ xc. After one week of the injection, patient developed a golf ball sized inflammation at the injection site. The patient has also recently experienced a facial infection, due to some type of acid, which they believe may have triggered this reaction. Symptoms are ongoing.